Event description:
During a myomectomy procedure the blade of the morcellator did not retract when the surgeon pressed "off". The surgeon advanced the device and nicked the bowel. Surgery time was extended two hours in order to repair the bowel. The pt did well post operatively.